Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an adapter remover instrument was bent and does not catch. Discovered upon inspection. No surgical delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary; no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.